Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a bariatric laparoscopic procedure during soft tissue approximation, the loop at the end of the suture strand was broken. This prevented the loop from being fixed into the tissue. There was more than one defective device involved, all were of the same product ID and lot number. To complete the procedure, another suture from the same box was used. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
Initial notification of this reportable event to FDA. If information is provided in the future, a supplemental report will be issued.